Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two infusion set leakage events on (B)(6) 2026 with leakage at the site within about an hour to an hour and a half of use and the blood glucose rose to high and the issue was managed by changing the site and giving a correction bolus via pump.